Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer would contact their healthcare provider to obtain alternate insulin therapy.